Event description:
It was reported that the patient experienced shortness of breath and chest and back pain. The patient was taken to the hospital via ambulance. The pulse generator exhibited backup vvi mode. On (B)(6) 2014, after a device software download, normal device function resumed.